Event description:
A consumer reported that after intraocular lens (iol) implantation procedure in the right eye, the vision was 20/40 with no intermediate or close vision without significant blurring. There was lack of depth of field in the right eye. The consumer also reported that with reduced vision for distance he/she is unsure if it is safe to drive. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. It remains implanted in patient's eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).